Event description:
It was reported an angio-seal device was deployed in 2003. The patient presented to the hospital the following month with a ruptured pseudoaneurysm, from which blood and pus were drained. The angio-seal device was removed. The patient was hospitalized for approximately one month for IV antibiotic therapy, and was schedule to have bypass surgery.